Event description:
It was reported the video processor experienced a no image issue during a set up procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. The device was not returned to the regional service center for inspection and the reported failure was resolved with trouble shooting. A root cause could not be identified. Based on the results of the investigation, what led to the malfunction is not known. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.